Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis and dehydration. The blood glucose reading at time of the call was 125mg/dl. Troubleshooting was performed. It was found that the customer started to use the insulin pump without being trained on the use of the device. No further information was provided.